Event description:
Received report that catheter knotted in right atrium and could not be removed. The anesthesiologist was inserting the catheter and experienced difficulty with obtaining venous access. He made four separate attempts for insertion and willingly advanced the catheter to the 70 centimeter level. When the expected waveforms were not observed, it was decided to remove the catheter. The attempt to remove it was met with resistance. An x-ray showed that the catheter was knotted into a "pretzel shape". The surgeon made an incision in the right atrium (which was required for the anticipated procedure), cut off the knotted end of the catheter, and pulled out the remaining catheter section. No pt harm was reported as a result of the incident. No further info was available.